Event description:
Patient had bilateral total hip arthroplasty for congenital osteoarthritis in 1991 in new mexico. Patient begain experiencing pain three weeks ago in her right thigh. Accompanied by difficulty ambulating. Surgical intervention on 3/4/94 revealed that a condylar buttress plate placed during the 1991 hip arthroplasty to correct a midshaft fracture of the right femor intraoperatively was broken below the stem of the total hip femoral component. The plate was removed and replaced.